Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Returned in used condition. Not in its original packaging. Visual inspection found the air detector was damaged. Downstream sensor and upstream sensor seal had contamination. The tamper seal was broken or removed. Functional testing confirmed the complaint. Most probable cause was a faulty air detector. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced: 8 keypad, overlay, rear label, bottom label, dso, uso seal and air detector.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device kept alarming for air in line, damaged air detector. The event occurred during testing. There was no patient involvement and no patient harm reported.